Event description:
Customer alleges the front crossbar that the seat is mounted onto broke at the welds on both sides. No injury alleged.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model 65851b, serial number/date code (B)(4) is approximately 2 years and 7 months old. The owner's manual part number 1148077 rev f (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintained history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the front crossbar the seat is mounted onto broke at the welds on both sides. The dealer evaluated the issue and the findings: confirm the customer's allegations the weld brake is a potential for fall injury.